Event description:
Subsequent to the initially filed report, the following information was received: the clips remain stable on the leaflets. The physician stated that the clips did not cause or contribute to the liver dysfunction or shock. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no reported device malfunction associated with the clip delivery system (cds). The investigation determined the reported patient effects were not related to the device as it was reported that the physician stated that the clips did not cause or contribute to the liver dysfunction or shock. There is no indication of a product issue with respect to manufacture, design or labeling. Correction: device code 2993 removed; patient code 2072 removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report shock. It was reported that this was a mitraclip procedure to functional treat mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, two clips (90629u196, 90629u193) were implanted, reducing mr to 1-2. There was no reported clinically significant delay in the procedure. On (B)(6) 2019, the test results showed hypoglycemias and liver dysfunction. Hemolysis was not in the urine and hepatomegaly increased. This is possibly an indication of a liver disorder. Fasting and fluid management were observed for progress. Low reflux during anesthesia management such as shock liver is suspected. It is unknown at this time if the clips caused or contributed to the shock. The shock has not been treated. No additional information was provided.